Event description:
"S/p left subgla infra gel for hypoplasia bilateral donut pek correction of tubular breast deformity 1984. Pt complained of pain in left since symptoms but this has increased in recent years. The pt has shooting pain and now constant lateral burning pain/itch. In recent years the breast feels hot to the pt. It seems more round recently without decreased size. Pt has history of trauma to the breast 2 yrs ago. Pt also complained of systemic progressive dx's since the pt's teens. The pt is not sure when they developed in relation to implant, these includes arthraiguas/parethesias, swelling, fatigue, sleep disturbances, frequent uris, hot feeling headaches, dizziness, memory problems, sensitive to sun, tearing in left eye, sensitive to odors, wgt gain, easy bruising, gi/gu c/o's plus change in vag odor facial acne, hair growth, pt otherwise healthy."